Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:"date inratio lab (B)(6) 2015 3.7 ---(B)(6) 2015 --- 0.9(B)(6) 2015 3.5 1.25one day between first two tests; 2 hours between the testing on (B)(6) 2015. Therapeutic range is: 2.0-3.0. Patient self tester (pst) added multiple drops of blood; touched finger to the sample well. Pst stated he took lovenox 2 weeks ago.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Concomitant: lovenox was started two weeks prior and was still taking it at the time of testing. Multiple technique issues were identified in the complaint, as well as one off-label usage. The customer was taking lovenox at the time the alleged discrepancies occurred. This is considered off-label use and cannot be ruled out as a cause for the unexpected results. It was reported that the customer currently has cancer and is possibly anemic. A hematrocit value of 30.3% was provided on an unspecified date. A hematocrit was not provided at the time of the reported discrepancy. Certain relevant conditions, such as advanced stage cancer or anemia with a hematocrit of less than 30%, were identified as conditions that may contribute to discrepant inr results.